Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6)2019. The patient¿s mother stated that when the sensor was removed on (B)(6)2019, the patient had a rash with pus and odor coming from the insertion site. The patient was evaluated by a physician who diagnosed the patient with a staph infection and prescribed oral antibiotics. At the time of contact, the patient was doing fine. No additional event or patient information is available.